Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product. The product was replaced and approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01272. The pt received her scs system, including an ipg and two percutaneous leads (from separate lots), on (B)(6) 2010. It was reported that the pt felt stimulation in the wrong location. The pt was unable to describe the area where she felt the unintended stimulation. She stated that she is scheduled to be reprogrammed. No further info is available at this time.